Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen on 07-01-2024 . No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire was inserted into the abdomen which is off label usage of the device on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.